Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a misaligned rinse block. The fse adjusted the rinse block and the instrument was able to run without leaks. Repairs were verified per established procedures.

Event description:
The customer reported a leak from the rinse block of a coulter lh 500 hematology analyzer. The volume of the leak was less than 1 ml and was not contained within the instrument. The instrument operator was wearing gloves, a lab coat, and eye protection at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.